Event description:
It was reported that the patient presented to the clinic for follow up. Review of the electrogram (egm) noted that the device exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. The patient was in stable condition.